Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed (ligator housing only), and a visual evaluation noted that the ligator housing was returned with one band attached. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing was returned with one band attached, and the ligator housing teeth were damaged/bent. This suggests that incorrect application of tension to the suture thread at the time of deployment. This situation, along with the technique used, or the patient's anatomical conditions could have contributed to the inability of the device to deploy the bands. On the other hand, there was no objective evidence to suggest that the bands deployed prematurely. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastroesophageal junction during a ligation procedure to stop the bleeding performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator when deployed onto the lesion site; however, when the device was removed and attempted to deploy outside the patient, all the bands fell off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the upper gastroesophageal junction during a ligation procedure to stop the bleeding performed on (B)(6) 2023. During the procedure, the bands did not deploy off of the ligator when deployed onto the lesion site; however, when the device was removed and attempted to deploy outside the patient, all the bands fell off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of bands unable to deploy. Imdrf device code (B)(4) captures the reportable event of bands prematurely deployed.